Event description:
It was reported that a patient underwent a cervical fusion procedure at c5-c6 in which the lock screw driver broke while tightening down locking screws into the cervical plate. Although the tip of the driver broke off during tightening, the device fragment was easily retrievable and the physician was able to complete the surgery successfully with no patient complications.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis summary: macroscopic examination of the driver confirms portions of two of the four screwdriver blades are broken off from the driver and not returned for analysis. Microscopic examination reveals a fairly brittle fracture surface with no indication of fatigue, consistent with excessive torsional force.